Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the denovo lesion was located in the heavily tortuous, heavily calcified, 99% stenosed, distal right coronary artery. After pre-dilatation was performed the 2.5-33 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, the balloon ruptured at 8 atmospheres. The stent implant was further dilated with a balloon catheter to complete deployment. No adverse patient effects were reported. No additional information was provided.